Event description:
A 7121q abbott rv true bipolar dual coil lead from 2014. Caller was concerned about the recent rise in impedance measures. It appears the defib, svc, bipolar and ttc have had a recent rise which could be correlated with a change in fluid status. Rv threshold is elevated, update: 06-oct-2025 2:56 pm (cst) dw noted she was not able to reproduce any oversensing with testing. Caller noted that at patient's clinic visit, the patient had a really low b.p. So she is actually being admitted. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).